Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on impella cp support had ventricular fibrillation and intermittent non-sustained ventricular tachycardia (vt) while on impella support. Procainamide was added. The patient survived the procedure.